Manufacturer narrative:
The reported issue was confirmed by CAPA association as manufacturing related. It was found that the cca ca card electrical wiring terminals shows signs of electrical stress. The power inlet module, cca ca card, processor card were all replaced. The graphic software was updated, and all other upgrades were complete and verified. The 2k pm corrected the reported issues and is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause 1. Inadequate verification and validation activities of the crimping process, 2. Single pull test did not provide stability of process, 3. Evidence was not provided when requested for maintenance of records or crimp tools, 4. No crimp cross-sections provided. The device history record review was not required as the complaint was addressed by existing CAPA. Labeling review was not required as the complaint was addressed by existing CAPA. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting 113 (reduced water temperature control) alert and was not cooling. Per evaluation, the cca ca card electrical wiring terminals showed signs of electrical stress. And also cca ca card was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed..

Event description:
It was reported that the arctic sun device was getting 113 (reduced water temperature control) alert and was not cooling. Per evaluation, the cca ca card electrical wiring terminals showed signs of electrical stress. And also cca ca card was replaced.